Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was inserted and the blade did not retract. The patient was insufflated and the trocar inserted and when the surgeon went in with the scope the belly was full of blood. The case was converted to open. The amount of blood loss is unknown however the patient was given 6 units of blood. The mesenteric artery was found to be punctured. The patient did not have the cholecystectomy and it is believed the patient has been sent home. The customer will not release the product.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: how long has the surgeon been using the dilating tip trocar? He has been a surgeon for 20 years and is very experienced with the trocar. What is the weight of the patient? Unknown. Did the patient have any previous abdominal surgeries? Not that she is aware of. How was the patient positioned upon entry? Unknown. Patient current status? Discharged? The patient has been discharged. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). The risk manager indicated that the patient lost 2200 ml blood and was in ICU for a couple of days and remained in the hospital for approximately 4 days. Post operative record attached.